Event description:
During an unknown procedure, it was reported that the distal tip of the outback fell off the device into an occluded artery. There was no report of patient injury.

Manufacturer narrative:
Complaint conclusion: during deployment of the needle of an outback cto catheter, it was reported that ¿the distal tip of the outback fell off the device into an occluded artery¿. The tip was not retrieved; it was left in a completely occluded vessel. There was no report of patient injury. Approach was made with an unknown long sheath to an unknown access site (not calcified). The outback was prepped following IFU instructions. There was moderate difficulty advancing the outback over the unknown guidewire due to the patient¿s anatomy. An unknown guide catheter was used to insert the outback. There was no difficulty advancing the outback over the iliac bifurcation. There was ¿nothing notable¿ on the iliac bifurcation. There was moderate difficulty reported getting to the target lesion once the outback was delivered passed the iliac bifurcation. The nose cone was noted to be separated when the needle was deployed. The guide wire was not delivered successfully passed the lesion; therefore the lesion was not treated. The distal tip was left inside the totally occluded vessel. There was no abnormal force required at anytime during the procedure. It is unknown if the primary damage to the nosecone had occurred at a different time than the separation was noted. No ancillary devices showed any damage after the procedure. There were no issues with any of the ancillary devices when the outback was inserted and withdrawn. It is unknown if the ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. The patient¿s ischemic disease burden was moderate claudication (rutherford classification category 2). The patient¿s underlying co-morbidities included claudication and peripheral vascular disease. In the case that the percutaneous intervention was not available, the physician would have recommended vascular surgery for this patient. The physician had been using the outback for several years with sporadic use. One non-sterile outback catheter was received coiled inside a plastic bag. The cannula was received partially deployed. The nosecone was ripped and not received with the returned device. The inner liner present marks of welding. No other damages were noted. Based on product IFU the unit was inserted to a 6f cordis sheath introducer and no resistance was felt. A 0.014 cordis guide wire was introduced without any anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The reported resistance friction and tracking difficulty were not confirmed since functional tests were successfully performed. Based on the information available for review, patient¿s anatomy and procedural factors (moderate difficulty advancing the outback over the unknown guidewire due to the patient¿s anatomy) are most likely contributing factors to the tracking difficulty reported resulting in the damaged distal tip and separation when needle was deployed. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.